Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture, baker grade iii.

Event description:
Physician reported right side capsular contracture baker grade iii. Device remains implanted.

Event description:
Previous medwatch reported right side capsular contracture baker grade iii. Upon further quality review, it was determined that this is a duplicate record and capsular contracture grade iii is being unreported. Please refer mrn# 9617229-2024-16515 as the operating record related to this complaint.

Manufacturer narrative:
Previous medwatch reported right side capsular contracture baker grade iii. Upon further quality review, it was determined that this is a duplicate record and capsular contracture grade iii is being unreported. Please refer mrn# 9617229-2024-16515 as the operating record related to this complaint.